Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Physician reported the device was found by ultrasound to be located in the endometrium and appearing to pierce myometrium. Patient was complaining of increased vaginal bleeding. She is s/p (as reported) endometrial ablation. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this product technical complaint was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and are not necessarily indicative of a quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical events and a quality defect. Follow-up information received on (B)(6)-2015 and on (B)(6)-2015 the case (B)(4) was identified as duplicate from this case and was deleted from central. All information was transferred to this case. The patient's initial and date of birth were updated (she was 46 years old). Pregnancy was denied. Essure 205 was inserted on (B)(6) 2006 for sterilization. On (B)(6) 2007, hsg was done but results were unknown. On (B)(6) 2015 she went to the hcp office with bleeding and an ultrasound was done and showed that the right coils had expelled from the right fallopian tube and was wedged in myometrium. Follow up information received on (B)(6) 2015. Case upgraded to incident. Patient's demographic information was provided. Her medical history included gravida 2, para 2, cervical dysplasia, htn (hypertension), cervical conization, curettage and ablation immediately prior to essure. On (B)(6) 2006, essure lot number 621679 was inserted. Patient was not post-partum at time of insertion. It was applied during insertion: cervical dilatation, sounding and general anesthesia. Insertion was considered difficult: debris adjacent to right tubal ostia was reported. Visualization was easy at left side and difficult at right side. There was no more than 1500 cc of fluid loss during hysteroscopy. On (B)(6) 2007, a hysterosalpingogram (hsg) was performed and showed no spillage on right side and spillage on left side. Vasectomy was reported as back up contraception. On (B)(6) -2015, a 3-d pelvic ultrasound (transvaginal) was performed and showed essure in incorrect position. Patient was experiencing bleeding and pain. Perforation and pregnancy were denied. On (B)(6) 2015, total laparoscopic hysterectomy with left salpingectomy was performed. Pathology report included "coiled metal hardware in lumen of both tubes". Infection was denied. Patient recovered. Reporter stated that events were probably related to essure. Right device was embedded in myometrium, patient had pelvic pain in right lower quadrant. Devices were no longer present. Ptc investigation result received on (B)(6) 2015 ptc global number (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No ew failure mode has been identified. Medical assessment this product technical complaint was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and are not necessarily indicative of a quality defect. The ae case refers also to a lack of efficacy (hsg spillage). A lack of efficacy may occur with the use of any medicinal product and is not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. Additionally, the ae case refers to off label use and treatment noncompliance. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect . In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the device was found by ultrasound to be located in the endometrium and appearing to pierce myometrium/wedged in myometrium (interpreted as device embedment). This event was considered serious due to medical importance and is listed according to essure's reference safety information. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). In this particular case, it was reported that insertion was considered difficult and she mentioned that vasectomy was reported as back-up contraception, which means that she did not use any back-up contraception (treatment noncompliance). She underwent a total laparoscopic hysterectomy with left salpingectomy. Given the reported event's nature a causal relationship with the suspect insert cannot be excluded. This case was upgraded to incident due to surgical intervention performed. Additionally, other non-serious events were added. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.